Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid was found on the homechoice device during use of a homechoice cassette; further described as "some liquid got into hc." This occurred during setup for automated peritoneal dialysis (pd) therapy. A patient was not connected at the time of the event. Renal therapy services (rts) discussed continuous ambulatory peritoneal dialysis with the pd nurse. There was no patient involvement. No additional information is available.